Event description:
During use it was reported the cardiosave intraaortic balloon pump (iabp) had gas loss in iab circuit error. It is unknown if there was any patient harm/injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During use it was reported the cardiosave intraaortic balloon pump (iabp) had gas loss in iab circuit error. There was no patient harm/ injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.